Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 15mm x 3.50mm nc quantum apex balloon catheter was selected to dilate the lesion. Upon second inflation, the balloon ruptured at 12 atmospheres. The device was completely removed. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).